Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion is located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation the balloon ruptured at 6 atm for 10 seconds. The device was removed normally, and the procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.